Event description:
It was reported that the physician's (B) (6) handheld device was not functioning properly. The handheld would freeze on the interrogation successful screen. The physician performed a soft reset which resolved the issue. The physician does not want a replacement at this time as she is able to resolve the issue through troubleshooting.